Event description:
A malfunction was reported involving a pump that failed to start even after connecting with different charging cables for extended periods. There was no adverse impact to the customer's blood glucose level. The device is set to be returned, and a replacement pump is expected to be provided to the customer.